Manufacturer narrative:
This was a delivery issue and not a device malfunction issue. The customer rec'd her new meter. This is the final report. No further investigation is necessary.

Event description:
The customer reported, a delivery delay of her blood glucose meter. Due to that delay, she reportedly, experienced the following symptoms: "sweatiness, dizziness, lightheadedness and nausea." She reported, she went to the dr's office where she was diagnosed/treated for severe hyperglycemia. She also reported being treated with 44 units of humulin to counteract the event. There was no report of death or permanent impairment associated with this event.